Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead right atrial (ra) lead and right ventricular (rv) lead were explanted. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow up with the patient's physician revealed the patient had passed away.